Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/16/2015 with the following findings: the keypad cover was thinning and peeling below the ok keypad button. All keypad buttons responded normally to button presses. The keypad cover was removed and there was evidence of contamination found under all button contacts. Additionally, the display was dim and discolored and the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed that there was contamination under the button contacts, the display was dim and discolored, and the battery compartment was damaged. This report is made based on results of investigation completed on 10/16/2015.